Event description:
The surgeon performed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). After femoral resection the surgeon released the burr trigger, but the burr continued to spin. The free button was selected, and the surgeon pulled the burr out of the stereotactic boundary, but the burr continued to spin unintentionally. Changing to foot pedal control and activating the e-stop did not resolve the issue. Replacing the anspach burr motor and rio end effector also failed to resolve the issue. A hard rio system shutdown and reboot successfully resolved the issue, and the case was completed successfully.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation was performed by mako (B)(4) with regard to this event. The mako plasty sales specialist (mss) present at the run outside of the stereotactic boundary. When existing the boundary, the software shall send a command to disable the burr. In addition, the software shall disable the burr when the free button is pressed or the e-stop is pressed. Log files show that all disable commands were sent based on the conditions described. In addition, the logs show no mismatch errors, which means that the mechanical relay is switching properly with the inputs. Therefore, the failure mode related to this event is the anspach controller board temporarily ignoring input commands. Further investigation regarding this issue is ongoing.